Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion being treated was a moderately tortuous and 90% stenosed calcified right anterior tibial artery. The sterling es 4mm x 20mm x 144cm catheter was first inflated at 10 atm then again inflated at 10 atm on its second inflation. On the third inflation the balloon ruptured at 10 atm. The procedure was completed with a different device and the patient's condition is ok.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received at the investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).